Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one premium plus ceea* 31 instrument w/tilt-top* opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was difficulty to remove from cavity, donut was incomplete/missing, and a partial cut during the low anterior resection procedure. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions as a result of incomplete handle compression during firing. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic anterior resection procedure, the device got stuck in the anastomosed site (rectus) and could not be retrieved after fired with standard opening process of device. The surgeon had to convert to an open procedure for taking down this failed anastomosis and found about 1/3 of uncut tissue by circle knife. Another device was used to fix the issue and complete the procedure. There was no permanent harm to the patient.